Event description:
The customer reported that the system displayed an iris potentiometer error message. This error message will prevent the 9600 system from booting up. There is no report of pt injury.

Manufacturer narrative:
The system was reportedly serviced. No conclusion can be drawn as repair information is unavailable at this time.